Manufacturer narrative:
The reported event of pacing asynchronously and premature battery depletion were not confirmed. Device image analysis showed rate responsive mode enabled. When rate responsive mode is enabled the device adjusts the pacing to accommodate patients¿ needs and may cause changes in projected longevity. Visual inspection on septum, setscrew and contact spring did not find any anomaly that could contribute to issues experienced in the field. Analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate longevity remaining.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up the device was noted to have 2 months of longevity remaining, along with episodes of pacemaker mediated tachycardia (pmt). During a previous visit a month prior it had shown more then 6 months of longevity left. The physician suspected premature battery depletion. Technical support reviewed the most recent records and was able to observe the increased depletion curve, but suspected the cause to be change in parameters and need, rather than premature depletion. The device was explanted and replaced to resolve the event. The patient was stable.